Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va076ex, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that the patient experienced a loss of therapeutic effect and that their implantable neurostimulator (ins) was not working properly. The patient was not emptying their bladder like they should be for about 2 months. There were not falls or changes in the past 2 months associated with the issue. The patient's health care provider (hcp) stated that it may need a new implantable neurostimulator (ins) and adjusted it some. The indications for use were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.